Event description:
Boston scientific received information that this left ventricular lead displayed high impedance measurements and no capture or sensing. A lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and no additional information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been received that the lead was explanted. It is unknown if the lead will be returned because there was no field representative present at the time of the procedure. There was no adverse patient effects reported.

Event description:
Additional information has been received that the lead was explanted. It is unknown if the lead will be returned because there was no field representative present at the time of the procedure. There was no adverse patient effects reported.